Event description:
The oscor requires user to place dial at "f" for "fixed" mode instead of a label depicting an asynchronous mode, which is the industry standard terminology. Furthermore, there are no standardized markings typical of asynchronous modes (aoo, voo, and doo) to tell physicians the oscor external pacemaker is in asynchronous mode. There are markings for vvi that depict synchronous mode. As a result, the physicians were forced to use a dual chamber medtronic pacer. There should be clear standardized markings depicting functional modes on external pacemakers. The new oscor is very confusing and there are no standardized markings for staff to follow. In short, this could become a more serious problem for somebody in the future who is unfamiliar with the non-standard terminology used by oscor. ====================== manufacturer response for external pulse generator, oscor pace 101h (per site reporter) ====================== the manufacturer has indicated that they are investigating possible solutions regarding the labeling of the device or potentially having different labeling depending on the institution's needs. In the interim, we have created labels for the device to identify the correct dial positions.